Event description:
It was reported that the patient presented for an initial implant procedure on (B)(6) 2026. The right ventricular (rv) lead became stuck in the tricuspid valve (tv) and could not be retrieved. The rv lead was capped on (B)(6) 2026 in the tv, and a new rv lead was successfully implanted. The patient was recovering post procedure.